Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #29 of the patient¿s mouth, a failure occurred upon insertion. Immediate loading procedure was used. The patient smokes. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in ada site #29 of the patient¿s mouth, a failure occurred upon insertion. Immediate loading procedure was used. The patient smokes. Patient reported pain at time of event, no further complications were observed.